Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 250 mg/dl. The patient was thirsty, weak, tachycardic, and dizzy. For treatment, the patient was given insulin. The patient was at the hospital for 1 day. The pod was discarded. The patient reported not being unable to connect her pod. Upon troubleshooting it was discovered that patient had selected she was using a g7 pod, when she was actually using a g6 pod.